Manufacturer narrative:
Investigation is ongoing. No conclusion can be drawn.

Event description:
A few days after surgery the patient stepped on the floor (early mobilization / weight bearing). On the follow up x-ray they found that the nail was bent. Implant removal 2 weeks after primary surgery.